Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: a complaint history check was performed and this is the 9th related complaint for needle hub separates and the 1st related complaint for needle hub breaks off during use on lot # 5077733. Customer returned photos of a 1cc safetylok insulin syringe without any packaging. Customer states that when removing the shield, the part that connects the hub to the syringes breaks. There is also the report of that in the moment of use it, after injecting the medicine in patient, in the moment of removing the needle, it broke getting the needle and the hub on patient skin, being removed by the professional. The hub-needle/shield assembly separated from the barrel was observed. CAPA # (B)(4) has been opened to address this issue a review of the device history record was completed for batch #5077733. All inspections were performed per the applicable operations qc specifications. There were zero (0) defects or notifications noted for related defects during the production of these batches. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description: possible root causes: increase jams from the worn or incorrect swing fingers causing double load on the hub loader putting extra stress on the hubs causing cracking. Raised hub detection is only challenged once a week which limits the ability to detect this defect in a timely manner. CAPA # (B)(4) has been opened to address this issue.

Event description:
It was reported that bd safety-lok¿ insulin syringe broke at the hub. No serious injury or medical intervention was reported.

Manufacturer narrative:
Additional information: five samples from lot # 5077733 were returned by the customer (1 loose without any packaging, 4 in sealed blister packs). The loose sample exhibited the hub-needle/shield assembly separated from the barrel. All sealed samples were also tested and no hub-needle assembly separated from the barrel when removing the shield or activating the safety mechanism. The investigation previously reported remains valid. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd safety-lok¿ insulin syringe broke at the hub. No serious injury or medical intervention was reported.